Manufacturer narrative:
(B)(6). Initial MDR reported the wrong patient identification details inadvertently.

Event description:
Additional details about the patient identification was received. The patient underwent surgery and it was reported that the lead pin had become loose. The surgeon reinserted and the high impedance resolved.

Event description:
High impedance was observed for patient's device. X-rays were ordered and device was disabled. No known surgical intervention has occurred to date.